Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery at the distal section. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. The balloon inflated twice at 12 atmospheres for 30 seconds and then 60 seconds, respectively. During the procedure, on the second inflation, the balloon ruptured. The device was removed without any problem and no damage was observed, and the rupture was found on the balloon material vertically separated. A different model was used to complete the procedure. No complications reported, and patient status was good.